Event description:
It was reported that in preparation for a procedure to treat an internal carotid aneurysm, the wrong package was opened. The physician wanted to use a guglielmi detachable coil (gdc), however, they pulled and opened this package of an interlocking detachable coil (idc). This was noted during preparation, and the physician disposed of this device and pulled another gdc coil which was used successfully. There was no patient contact with this device, and patient status was reported as 'fine'.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.